Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease folds, wear abrasion and curved opening on the anterior side. Leak test and microscopic analysis was performed which identified: opening sharp creases and void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening sharp creases on the anterior side due to fold flaw opening. Reason for reoperation is rupture.

Event description:
Healthcare professional additionally reported "creases".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. The device has been explanted.